Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a21114) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit will function properly. The reported complaint was not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that surgeon was placing the mayfield skull clamp (a2114) on a patient for an aneurysm surgery and noticed that ratcheting locking mechanism was not working. Surgeon switched to another skull clamp and completed the procedure with no issues. There was no patient injury and delay in surgery is unknown. Additional information has been requested.